Event description:
It was reported that the delivery shaft was fractured. The 95% stenosed 30mmx4.0mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 6f guidezilla ii was selected for use. During the procedure, it was noted that the delivery shaft of the device was fractured. The procedure was completed with another of the same device. No patient complications and the patient status post procedure was stable.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital device evaluated by MFR.: the device was returned for analysis. Visual inspection revealed that there were no detachments/separations of the device. However, the shaft and tip were flattened for 6mm. Microscopic inspection revealed that there was no damage or irregularities.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that the delivery shaft was fractured. The 95% stenosed 30mmx4.0mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 6f guidezilla ii was selected for use. During the procedure, it was noted that the delivery shaft of the device was fractured. The procedure was completed with another of the same device. No patient complications and the patient status post procedure was stable.